Event description:
It was reported that there was sensing difficulty and noise. The lead has been capped, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received.